Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing unknown drug. It was reported that the physician was putting in the catheter and tied his purse strings and when he went to take the stylet out he was unable to take it out. He then removed the needle and he was still unable to take the stylet out. He ended removing the entire catheter from the spine and the stylet remains stuck in the catheter. The plastic tip broke off while trying to remove it. The issue was not resolved at the time of this report. This 8780 catheter was prebought product and the account is asking for a replacement of this catheter to their facility due to the catheter being ¿malfunctioned.¿

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: 2026-03-06 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-mar-2027, UDI#: (B)(4) h3. The catheter was subjected to a series of standard tests that included but was not limited to visual inspection, patency testing, and pressure testing. Analysis identified an anomaly to the catheter/guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.